Event description:
During a site visit to the facility to evaluate communication errors and channel disconnect events, an anecdotal report of a channel disconnect event was received from the customer. Customer reported a channel disconnect event occurred when the respiratory therapist passed by the alaris system while performing vent checks and treatment. No pt harm reported and no medical intervention required. No additional pt event info provided by the user.

Manufacturer narrative:
(B)(4). No product return expected. The devices involved in the incident were not sequestered. During the site visit, it was found that the male and female iui connectors on many devices contained damaged ribs, corrosion, contamination, film and debris that are known to effect device-to-device communication. It was discovered that the male and female iui connectors were not being cleaned and replaced according to manufacturer's recommendations. Because of the site visit findings, the customer inspected and replaced as needed the male and female iui connectors on their alaris devices to address reported communications errors and channel disconnect events.